Manufacturer narrative:
Our field service engineer inspected the device on-site and confirmed the reported issue. During troubleshooting, it was determined that the o2 sensor and the air gas module were the cause of the reported issue, and they were therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. A faulty air gas module may lead to stop of ventilation or high pressure delivered to the patient. The o2 sensor measures the inspired oxygen concentration using ultrasound technology with two ultrasonic transducers/receivers. A defective o2 sensor will be detected during the pre-use check. Since the o2 sensor is used only for measurement, a defective sensor will have no effect on ventilation. The air gas module was returned for further inspection. A visual inspection of the returned air gas module revealed no abnormalities. The gas module was then placed into a test ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. Ventilation was subsequently performed for two days without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The reported issue could not be reproduced at the manufacturing site. Based on the available information, and since no failures were found with the gas module during further inspection, the reported issue points to the o2 sensor. Therefore, the most probable cause of this customer product complaint is related to the replaced o2 sensor.

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that pre-use check failed. There was no patient involvement. Manufacturer's ref. #: (B)(4).